Event description:
It was reported that vessel dissection occurred. Patient presented with marburg virus disease (mvd). Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 2.5mm in diameter, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery, left circumflex (lcx) artery and first diagonal. The physician decided to stent the lad and the lcx. A 2.5x32mm promus element ¿ stent was advanced and deployed in the lcx. Angioplasty was performed in the lcx. A non-bsc guide wire was advanced and the lesion was predilated using a non-bsc balloon catheter. A 2.5x24mm promus element ¿ stent was then implanted in the proximal lad. Post stenting procedure, the physician noted that there was a type b dissection at the distal site of the stent. A 2.50x16mm promus element ¿ stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).